Event description:
Event description guidant received information that this patient was admitted to the hospital due to a sustained accelerated heart rate. An electrocardiogram and pacemaker interrogation confirmed the device was pacing at the maximum sensor rate. The device was reprogrammed to a non rate responsive mode and the high rate pacing terminated. The pacemaker was explanted and replaced with a competitors device. The device was returned to guidant for analysis.